Event description:
Patient needed a cardiomems device implanted. There was a failure to deploy device into left pa. Patient started coughing blood during procedure. Then stopped shortly after, device was not deployed and removed and md order CT for a follow up. "Cardinal". FDA safety report ID# (B)(4).